Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Since the same problem has not occurred since the report and the equipment in question has not been sent to the repair department, it is likely the event was caused by the temporary accidental malfunction of the printed circuit board.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The definitive cause of the customer's experience cannot be determined at this time. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported an evis exera iii video system center displayed error code b40 (cv malfunction). There was no reported impact to a patient related to this occurrence. The unit has not had the same error code since it was reported. No further information is available.